Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 355-450mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level. Two system checks were performed and the pump performed as intended. During the second system check, the customer delivered two test boluses while disconnected from the pump, one with the tubing connected and a second bolus without the tubing, and occlusion alarms occurred each time. The customer reported manual injections were going to be used for insulin therapy.